Event description:
Reportedly, the t:slim x2 pump's battery would not charge, despite the caller using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose levels. The customer attempted using different charging cables and adapters without success, and cts decided to replace the pump. The customer reverted to an alternate method of insulin therapy multiple daily injection (mdi).